Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the occlusion on the small roller pump was stuck. As a result, an alternate device was employed. There was no blood loss nor adverse consequences to the patient.

Event description:
Additional information was received that the surgical procedure was completed successfully.

Manufacturer narrative:
Updated.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The occlusion knob and all associated parts were replaced. The unit operated to the manufacturer's specifications.

Event description:
There was no reported delay to the surgical procedure.

Manufacturer narrative:
Corrected blocks: b5 and g4 updated block: h6 . The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.